Manufacturer narrative:
Based on available information, this is deemed a reportable malfunction. It is expected that should an fecal management system device's balloon fail to inflate or stay inflated then the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. Replacement product was sent to the user facility. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential third party manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Convatec territory manager stated three nurses were unable to instill all of the water in to 3 different fecal management system kits. The balloons would only allow half or less than half of the water in.